Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that probably in the last couple of weeks they began to experience leakage again. In the beginning, the patient said the leakage was just a little bit, but now it's getting progressively more so. If the patient has the urge to go, they can't wait at all and the leakage comes very quickly. Agent asked the patient if they made any adjustments to their therapy settings since they noticed the leakage, but the patient did not know how to do so. The patient connected to the ins during the call and confirmed therapy was turned on. Agent reviewed programming considerations. The patient increased amplitude and confirmed they felt comfortable stimulation. The patient will maintain amplitude and continue to monitor symptoms. Additional information was received from the patient on 2026-feb-12. The patient reported that they were not feeling the stimulation sensation as they did in the beginning when they received the implant. In the beginning, the patient experienced a fluttering sensation, but now they were only experiencing a burning sensation with their current program. The patient said the last adjustment was a couples of weeks, and it didn't help. The patient reported they constantly were wearing pads. The patient did not have any change in food or drink intake and no falls no trauma. The patient confirmed there were no change in medication. The patient didn't know what contributed to the issue. The agent reviewed considerations for therapy optimization. The agent reviewed general programming guidance. The agent assisted the patient with changing the program until they could feel the sensation. During the call, patient tried most of the programs on higher level but still not feeling any stimulation. The patient received an error message 'operation failed' w hich agent successfully cleared during the call. The patient said they felt constant sharpness on a higher level on one of the programs. The agent advised the patient that they could change the program as they hadn't had an appointment yet. The patient was redirec ted to their healthcare provider (hcp) to further address the issue if symptoms persisted.